Event description:
Second hip dislocation of a pt implanted with a margron-dtc hip replacement within the month, 3+ years postoperatively. Pt in poor health, restricted mobility and suffering from leukaemia. Closed reduction done on both occasions. Given the longevity of the implant it is unlikely that the event is implant related. No serious implant related injury to pt.

Manufacturer narrative:
The event is being reported following reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country's orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.